Event description:
It was reported by the facility that, "one patient is a (B) (6), female, ventilator patient, with burns and smoke inhalation- the anterior chest was not burned. When we took her for her daily dressing change on monday ((B) (6) 2010) and gently removed the electrode from her right upper chest wall, all the skin under the electrode was torn away, leaving a red weeping quarter size partial thickness wound. We need to place a burn dressing over it. The skin under the other 4/5 electrodes was reddened."

Manufacturer narrative:
The device is being returned to manufacturer; however, has not been received to date. When device is received and a quality engineering evaluation is completed, a supplemental report will be filed.